Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleged the customer was a passenger in a 2015 (B)(6) in the rear of the vehicle tied down when it was struck(t-boned) by another vehicle at an intersection. Allegedly the brackets holding the seat to the base failed causing the customer to become projectile in the rear of the vehicle resulting in catastrophic injuries.